Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
The patient experienced seizures and had "just started itb (intrathecal baclofen) therapy". The hcp was inquiring about the issue. Baclofen 500mcg/ml was infused at a daily dose of 55mcg. A follow-up report will be sent if additional information becomes available.